Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that detachment of device or device component occurred. Prior to an ablation procedure to treat an atrial fibrillation, when a faradrive steerable sheath was taken out of the package, it was observed that the valve was disconnected from the side tubing. The sheath was replaced and procedure was completed without patient complications.